Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. Evaluation of the returned device and review of the data log confirmed the reported hardware error code on the receiver.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced a hardware failure. Dexcom technical support advised patient to restart device on (B)(6) 2014. Dexcom has issued an rga for patient to return the device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.